Event description:
This is a spontaneous case report received from a physician in united states on 04-mar-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number d01975, inserted on (B)(6) 2015 for sterilization. Physician reported that he was placing essure and the right side placed fine. However, the left side had trouble inserting into the fallopian tube and the coil came unraveled and broke with the distal tip firmly attached to the fallopian tube and it cannot be removed. Essure device is only on the right side, there is no device on the left side. Follow up 04-mar-2014: no new information was provided. Follow up 04-mar-2015: follow up information received from the medical doctor who explained the event device breakage, previously reported. The medical doctor reported that when he went to place the insert he had difficulty and he was going to give up on the insertion. He had not yet did any roll backs or pressed the button. He went to pull back on the inserter to stop the placement and it was stuck. He then decided to yank the device (inserter) and it came apart. He said the inner coil and the core were out as well as the pet fibers and outer coil. The only thing left was a piece of the inner wire and distal tip. This wire was stretched and was trailing into the uterine cavity and into internal os (orificium) of cervix. The doctor reports patient felt fine no complaints. He said that he tried to remove this wire but was unable to. The patient did not want a salpingectomy. He reported that the contralateral side had no issues and insert placed fine. Ptc investigation result was received on 13-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot d01975 (production date 27-aug-2014 and expiration date 31-aug-2017) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue (breakage) and a usability issue (complicated insertion, difficult use). However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect were confirmed nor an adverse event was reported at this point in time. Coding correction performed on 19-mar-2015: the event coil came unraveled and broke with the distal tip firmly attached to fallopian tube previously coded to device breakage, after internal review, was split and also coded to device shape alteration. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that coil came unraveled and broke with the distal tip firmly attached to fallopian tube. This event, interpreted as device breakage and device shape alteration, is non-serious. Device breakage is listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was reported: essure placed only on the right side / left side had trouble inserting into fallopian tube / it cannot be removed (device insertion difficult) and wire was stretched. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to potential quality deficit. Further information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 22-jun-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that coil came unraveled and broke with the distal tip firmly attached to fallopian tube. This event, interpreted as device breakage and device shape alteration, is non-serious. Device breakage is listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was reported: essure placed only on the right side / left side had trouble inserting into fallopian tube / it cannot be removed (device insertion difficult) and wire was stretched. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to potential quality deficit. Further information could not be obtained.